Event description:
The customer reported that while running a hepatitis assay, the summit sample handler failed to dispense the full amount of sample in multiple wells. No error message was generated. An ortho field svc engineer was dispatched. No death or serious injury was associated with this event.